Event description:
It is reported by pt's counsel that pt underwent right hip arthroplasty in 2003. Post operatively, pt experienced pain. Revision was performed in 2004, wherein it was noted that the liner did not appear to have been fully engaged in locking mechanism.

Manufacturer narrative:
Evaluation summary: pt is active in sports. The type of stem used is unknown. No engineering analysis could be done with the available info. Exact cause for current situation is unknown. Evaluation: no product or x-rays were returned for review. Device history records indicate that the device was MFR to specification.